Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 600 mg/dl. Customer reported motor error and they were able to clear the alarm. Customer was able to rewind insulin pump. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.